Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2017-03204.

Manufacturer narrative:
Concomitant medical products: model 3788, scs ipg, implant date: unknown. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report# 1627487-2017-03204, it was reported, the patient ((B)(6)) experienced change in pain pattern. As a result, the patient underwent surgical intervention wherein the scs system was explanted and replaced to provide different mode of therapy. Effective stimulation was restored postoperatively.